Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone they had to go hospital due to diabetic ketoacidosis. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had motor error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. No unexpected no delivery alarm or motor error alarm noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir lip. (B)(4).